Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 280 mg/dl, which was addressed with a bolus delivery. The customer's bg level was currently not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy.